Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported the pump was being used to deliver compounded baclofen with an baclofen intrathecal treatment start date of (B)(6) 2012. The pump also contained morphine. The patient¿s medical history included multiple sclerosis, hypertension, osteoporosis, and neuropathy. There were no troubleshooting or other actions taken. The patient was doing ¿fair¿ as of the date of the report. It was reported there was confusion secondary to multi-pharmacy oral, and the event was not pump-related.

Event description:
It was reported there was an overdose. The patient was unresponsive and obtunded. A manufacturer representative was called to the emergency room to interrogate the patient¿s pump. It was thought the patient took too much oral medication but pump function wanted to be confirmed. Pump programming was accurate and there were no alarms in the logs. The patient was given narcan and responded positively to it. The last refill was 2014 (B)(6). It was not known if there were any volume discrepancies at previous refills. The pump was being used to deliver baclofen and morphine. Three days later, it was reported, the pump was interrogated and examined for stop/recovery events and nothing unusual was noted from the logs. The patient outcome was unknown.